Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review for sn (B)(6) found no prior service records related to the issue under investigation. Quality data review: a search of non-conformance and CAPA records was performed for instances related to this issue and identified one non-conformance record and one CAPA investigation. Complaint history review: a complaint search was performed to identify complaint tickets for any instances of leakage due to a loose reagent cradle reservoir line fitting on an alinity m system, ln (B)(4). The complaint history review found 7 complaint tickets, including this one, related to instances of leakage from system solutions drawer due to a loose reagent cradle reservoir line fitting on an alinity m system. All tickets were independently investigated with no identified product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer reported that the lysis transfer tubing has a leak causing leakage of lysis buffer on their alinity m system. The leaked lysis buffer crystalized around the lysis cradle, but also leaked outside the footprint of the instrument. Customer was advised to cordon off the area so that no lab member came into contact with the lysis solution and to clean up the leaked lysis buffer wearing personal protective equipment (ppe). The field service engineer (fse) found that the connector of tubing from the cradle to the transfer pump was broken. Fse replaced the tubing and cleaned the cradle, tubing and the systems solution drawer. Instrument was returned to customer for normal use. There were no injuries associated with the leak. The users utilized appropriate ppe and therefore there was no exposure associated with the leak. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.